Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of a adc freestyle libre sensor. Customer reported she "was in low sugar but the sensor displayed too high" and she "almost died". No sensor scan results or symptoms were reported. Customer further reported her son drove her to the hospital where she was given glucose and 0.5 liter of apple juice. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor lot were reviewed and the dhrs showed the libre sensor and sensor lot passed all tests prior to release. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A high readings issue was reported with use of a adc freestyle libre sensor. Customer reported she "was in low sugar but the sensor displayed too high" and she "almost died". No sensor scan results or symptoms were reported. Customer further reported her son drove her to the hospital where she was given glucose and 0.5 liter of apple juice. No further treatment was reported. There was no report of death or permanent impairment associated with this event.